Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the blood set leaked at the spike insertion site and down the tubing during a blood transfusion. The customer checked with the red cross to find that the red cross has not received any product concerns regarding the blood infusion bag. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a blood set leaking at the spike insertion site was not confirmed. Visual inspection did not reveal any discernible damage or abnormalities about the set. Functional testing was performed and no abnormalities were seen. The root cause was not determined.